Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the slightly worsened mitral regurgitation and suspected leaflet injury. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Multiple attempts to grasp the leaflets were made, but the restricted posterior leaflet and heavy mitral annular calcification were a challenge. Visualization was also a challenge due to the patient's small esophagus; this made it difficult for the echocardiogram probe to be moved around. The procedure was aborted with zero clips implanted. The mr grade 4 may have been slightly worse and the doctor is unsure if there was leaflet injury from the grasping attempts. The patient will continue to be managed medically. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures and appear to be related to procedural circumstances as the leaflets were grasped multiple times that resulted in leaflet damage and worsened mr. The reported failure to adhere or bond (leaflet capture-clip not implanted) appears to be due to the challenging patient morphology/pathology (heavy mitral annular calcification and a restricted posterior leaflet) and the challenging visualization due to the small esophagus. There is no indication of a product quality issue with respect to manufacture, design, or labeling.